Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20ah9, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot#: va20ah9, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the patient complained of discomfort at the implant site, so a revision was performed. During the revision an infection was determined as the cause for discomfort at both the lead and implant site. The system was removed. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.